Manufacturer narrative:
Product manufactured in march 2012; pre-UDI requirement. The hinge post was returned for review since it was the only item revised and all other components remained implanted in the patient. Damage is observed to the threading and would not pass a functional test with thread ring gage. Dimensions were found conforming to print specifications where measured. Device history records for upper level lot and lower level part and fellow lot were reviewed with no deviations or anomalies identified. Receiving inspection reports for stem extension lot were reviewed and also did not identify any deviations or anomalies. The knee component compatibility matrix was reviewed on all components and confirmed no compatibility issues. This device is used for treatment. A product history search revealed no additional complaints against the related articular surface part and lot combination. Per the zimmer nexgen knee profiler, no compatibility issues are noted. The damage to the threads is likely a result of the knee undergoing range of motion with the hinge post disassembled. The zimmer nexgen rh knee primary/revision surgical technique warns tightening of the taper to the level indicated on the torque wrench is critical to securing the locking mechanism because it locks the hinge post extension into position. If the hinge post assembly is not properly tightened, postoperative disassembly could potentially occur and also warns do not over- or under-torque. Undertightening of the hinge post extension may allow it to loosen over time. Overtightening is not necessary. It also states that it should be flush with the top of the hinge post. Primary and revision operative notes were not provided for review; therefore, a definitive root cause for the disassembly cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a dislocated articular surface hinge post. Only the hinge post was replaced during the revision surgery.